Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, the package was returned for investigation. Visual inspection of the as returned product identified labels/stickers on package and vial placed as manufactured. Device history record (DHR) review was completed for the subject lot number (1238407). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1238407) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur as the implant was claimed to be missing and the reported event was non-verifiable, as the packaging was already opened.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported that during the implant box opening, it was discovered that the implant and stickers were missing. Doctor was able to complete the procedure using another implant.